Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 8,774 low impedance paces were recorded post lead warning on (B)(6) 2010.

Event description:
It was reported that the lead had low impedances and may have been oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had low impedances and may have been oversensing. The lead is still in use. No patient complications have been reported as a result of this event. Further information indicated that the patient continued to have multiple lead warnings with low lead impedence measurements. It was also noted that unipolar lead impedance measured higher than bipolar. The lead was removed and replaced.